Manufacturer narrative:
The reporter's meter was requested to be returned for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could impact the interpretation of results. The reporter stated there were black lines impeding the results field.

Manufacturer narrative:
The meter was provided for investigation. After powering on the meter, the visual inspection of the display showed several black lines and spots. The representation of the results overlays the black lines/spots as the contrast of the lines/spots is weaker than the rest of the representation in the display. The results field of the display is clearly readable. There are no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation. The flex cable connection has been checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. Medwatch fields d10 and h3 have been updated.